Event description:
It was reported that a large volume infusor leaked. The infusor had been prefilled with fluorouracil, 4200 mg / 230 ml d5w. The leak was identified after a non-baxter device was attached to the end of the infusors tubing. The customer stated that the leak was observed to be at the distal luer lock; the blue winger luer cap was noted to be in place. The malfunction was observed prior to use; there was no patient involvement. Additional information was requested and is not available. This is report 4 of 4.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.